Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and since the pump was not returned by the customer, the complaint was closed.